Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 210232. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, five needle samples were returned for evaluation by our quality engineer team. Four of the needles were packaged. One of the packaged needles showed no foreign matter. An unpackaged needle was also returned by the customer. The unpackaged needle had epoxy along the metal cannula surface. Epoxy is the adhesive used to join the cannula to the plastic hub. The epoxy on the cannula most likely resulted from a temporary stoppage or malfunction in the epoxy dosage machine. As a consequence, a higher amount of epoxy was added and then dropped onto the affected cannula. Bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. The entire assembly and packaging process takes place in an environmental controlled room where good manufacturing practices are strictly followed. We are confident these were isolated incidents with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that 3 bd microlance hypodermic needles had epoxy on the cannula. The following information was provided by the initial reporter, translated from (B)(6) to english: investigation found there was epoxy on cannula.